Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the second firing. The jaw of device was open by forceps and bleeding was found. The surgeon changed to hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what steps were taken to open the jaws of the device prior to using the forceps? The surgeon use the release button to open the jaw but could not work. Then red manual knife reverse switch was used but still could not open the jaw. Did the knife return to the home position? No. Where any unexpected noises heard? No. Was the staple line and cut line equal? Unknown. What type of procedure was the device used in? Roux-en-y. On which firing did the event occur? On the 2nd firing.

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.